Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported a suretrak message not appearing as expected when using synergy spine 2.0.1 on a navigation system. The message [if the suretrak has moved or been placed on a different instrument, please re-calibrate] should appear when the suretrak is at the last tracked instrument and has been out of view for at least 15 minutes. This is an internal navigation system used for validation testing. There was no patient present when this issue was identified.